Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample, missing additive, air bubbles in gel, and red cell hang up. The following information was provided by the initial reporter. The customer stated: "I would like to contact you to point out a problem during the centrifugation of 3.5 ml and 7 ml yellow gel tubes. The gel does not separate the serum and the pellet correctly, we end up with fibrin all along the wall at the risk of clogging our automatons.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. Evaluation of the photographs indicated: fibrin strands and red cell hang-up were present in the serum. Poor barrier separation and gel air bubbles were not observed. A complaint history review was performed and revealed a confirmed complaint trend for sample quality (red cell hang-up). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Clinical testing performed on retention samples confirmed red cell hang-up. Poor barrier separation, fibrin, and gel air bubbles could not be duplicated. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified, clinical testing, and the photos provided. We were not able to confirm this complaint for poor barrier separation or gel air bubbles. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample, missing additive, air bubbles in gel, and red cell hang up. The following information was provided by the initial reporter. The customer stated: "I would like to contact you to point out a problem during the centrifugation of 3.5 ml and 7 ml yellow gel tubes. The gel does not separate the serum and the pellet correctly, we end up with fibrin all along the wall at the risk of clogging our automatons.